Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose around (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 247 mg/dl at the time of the call. The customer reduced their insulin intake but still kept getting lows for about 4 weeks. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump was over delivering. Customer thinks that the recalled sets may have played a part in their low incidents. The insulin pump will not be returned for analysis.